Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the patient's pacemaker had failed to be interrogated due to no inductive telemetry. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of no inductive telemetry was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.